Event description:
It was reported that during a meal delivery the ilet displayed an ¿unable to proceed¿ message concurrent with a change insulin alert, and the insulin cartridge was found empty; the user performed a full supply change without assistance while blood glucose was 352 mg/dl, and subsequent follow-up showed blood glucose at 245 mg/dl and trending down. Investigation included review of device notifications and user-reported troubleshooting steps. Investigation of this case revealed insulin unavailability due to an empty cartridge consistent with out-of-drug during delivery, with no additional device malfunction reported. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation in blood glucose without hospitalization or additional intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear hyperglycemia associated with depletion of insulin in the cartridge. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.